Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro secukit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 2 hours after treatment initiation. The leak occurred externally at the pressure dome. The leak amounted to approximately 5-10 ml of blood and was immediately detected by the medical staff. Treatment was discontinued. The patient's blood was not returned. The patient's total estimated blood loss (ebl) is approximately 500 ml. There was no serious injury or required medical intervention as a result of the reported issue. The sample is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for physical evaluation by the manufacturer and no photographs were attached for review. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. A review of the batch records was performed. 16860 products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro secukit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 2 hours after treatment initiation. The leak occurred externally at the pressure dome. The leak amounted to approximately 5-10 ml of blood and was immediately detected by the medical staff. Treatment was discontinued. The patient's blood was not returned. The patient's total estimated blood loss (ebl) is approximately 500 ml. There was no serious injury or required medical intervention as a result of the reported issue. The sample is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro secukit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 2 hours after treatment initiation. The leak occurred externally at the pressure dome. The leak amounted to approximately 5-10 ml of blood and was immediately detected by the medical staff. Treatment was discontinued. The patient's blood was not returned. The patient's total estimated blood loss (ebl) is approximately 500 ml. There was no serious injury or required medical intervention as a result of the reported issue. The sample is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Additional information: h10 (plant investigation - lot batch size) plant investigation: the complaint sample was not available for physical evaluation by the manufacturer and no photographs were attached for review. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore, the retention sample analysis is not done. A review of the batch records was performed. (B)(4) products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.